Event description:
A falsely depressed sodium (na) result was generated on a patient sample on a atellica ch 930 analyzer. The erroneous result was not reported to physician(s). The sample was repeated on the initial instrument. The repeat result was higher than the erroneous result and was reported to the physician(s), as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
An outside of united states (ous) customer contacted a siemens customer care center (ccc) to report that a falsely depressed sodium (na) result was generated on a patient sample on a atellica ch 930 analyzer. The quality controls (qc) was acceptable at the time of the event. There was no impact to other patient samples or qc. Siemens evaluated the instrument, sample, and reagent data. As there was no impact to other patient samples or qc, siemens excluded a reagent issue. Siemens concluded that sample integrity issues potentially contributed to the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required.